Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012 and suture was used. The suture broke during use. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4) . Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. The actual device involved in this event was returned for evaluation. The device was visually. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch dj5bpgv, mfg date: 08/01/2011. Batch dk5dwwv, mfg date: 09/01/2011. Batch dp5dktv, mfg date: 12/01/2011. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.